Event description:
A malfunction occurred on the customer's pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with information to reset the pump, assisted with the reset, and advised that the customer could continue using the pump. They instructed the customer to call back if any malfunction code recurred, which the customer understood and acknowledged.